Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia for several days, with glucose readings up to 350 mg/dl, following an episode of running out of insulin and subsequent supply changes; support noted missed meal announcements and an infusion set issue where the plastic cover on the detach needle remained in place during two prior set insertions, and an occlusion was previously observed. Symptoms included hyperglycemia and nausea. Outcomes included no lasting health consequences or impact, with no hospitalization, medical intervention, or assisted care required. Investigation included communication and interviews with the user and caregiver and analysis of information provided by the user and clinical staff. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or component-related failure. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.